Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va1ehnu, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that, according to the physician, 7 out of 11 pairs were out of range; not 4 out of 11 that was previously reported. The cause of the high impedance was not determined.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1ehnu, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain in the pocket and along the lead site. Impedances were ran and 4 of the 11 pairs were out of range with >4000 ohm impedances. The lead was revised the day of the report and it was noted that the header block was discolored and yellowing. It was reviewed that sometimes the header could discolor. There were no problems with the new lead and surgery went as expected. No further complications were reported.